Event description:
A report was received that the patient was experiencing numbness of hands and stimulation was not providing relief. The physician prescribe prednisone and the patient was doing well.